Manufacturer narrative:
Technical services evaluated the returned product which could not confirm the flickering in the blade. The product was evaluated for the reported malfunction and the malfunction will be tracked and trended to determine any additional actions.

Event description:
The customer reported that during a patient procedure, using a glidescope cobalt avl baton 3-4, the image intermittently blanked out. No delay in the procedure was reported though an unknown back-up device was obtained. No harm to patient or user was reported.